Event description:
An alarm was reported, indicating an occlusion event that occurred earlier in the day, causing the customer's blood glucose level to exceed 500 mg/dl, displaying as "high" on their cgm. The customer addressed the high blood glucose by administering a correction injection and changing the infusion set and cartridge before resuming insulin. Despite experiencing frequent occlusion issues, the customer declined further assistance, and the case was subsequently closed by cts.